Event description:
It was reported that during a breast biopsy procedure the site received multiple cable error codes. There was no patient consequence reported. Case was completed using the unit.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.